Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The non-totally occluded, 38mmx3mm, de novo target lesion was an area of in-stent restenosis located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent did not pass and when tried to remove, a part of the stent was detached from the balloon. The physician had to inflate the stent in the artery and another stent was used to cover the lesion. The delivery system was removed and according to the physician, if he had tried more to remove the complete system, the stent would have detached completely from the delivery system. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.